Manufacturer narrative:
Shingo sasaki, yuji ishida, yuichi toyama, kimiki nishizaki, takahiko kinjo, shogo hamaura, taihei ito, masaomi kimura, yasushi tomita. (2022). "Usefulness of lead repositioning for recurrent inappropriate shock in patients with subcutaneous implantable cardioverter- defibrillator -single-center mid-term experience". 87th annual meeting of japan cardiovascular society.

Event description:
It was reported via an abstract presented at the 87th annual meeting of japan cardiovascular society that the authors found the incidence of inappropriate shock due to oversensing to be higher in subcutaneous implantable cardioverter defibrillators (s-icds) than in transvenous implantable cardioverter defibrillators (icds). It was also found that repositioning of the s-ICD electrode was effective for preventing inappropriate shocks which cannot be treated by changing the sensing vector or detection rate. They studied 124 patients who underwent s-ICD implantation from (B)(6) 2016 to (B)(6) 2021. Three patients underwent lead revision for multiple inappropriate shocks due to oversensing. Two of the three patients had inappropriate shocks due to decrease of s-ICD amplitudes in the electrogram (egm) over time, and one had inappropriate shock due to intermittent morphology changes in the egm. After lead revision, no further inappropriate shocks occurred. Defibrillation threshold (dft) testing was performed after the lead revisions, and the induced ventricular tachycardia (vt) was successfully terminated. Smart pass was then continued for two of those patients, but was automatically stopped in the last due to low amplitudes in the egm. It was also noted that after lead revision, the time to shock therapy and shock impedance tended to be pro-longed or increased compared to those before lead revision. The s-ICD systems remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Shingo sasaki, yuji ishida, yuichi toyama, kimiki nishizaki, takahiko kinjo, shogo hamaura, taihei ito, masaomi kimura, yasushi tomita. (2022). "Usefulness of lead repositioning for recurrent inappropriate shock in patients with subcutaneous implantable cardioverter- defibrillator -single-center mid-term experience". 87th annual meeting of japan cardiovascular society.

Event description:
It was reported via an abstract presented at the 87th annual meeting of japan cardiovascular society that the authors found the incidence of inappropriate shock due to oversensing to be higher in subcutaneous implantable cardioverter defibrillators (s-icds) than in transvenous implantable cardioverter defibrillators (icds). It was also found that repositioning of the s-ICD electrode was effective for preventing inappropriate shocks which cannot be treated by changing the sensing vector or detection rate. They studied 124 patients who underwent s-ICD implantation from february 2016 to december 2021. Three patients underwent lead revision for multiple inappropriate shocks due to oversensing. Two of the three patients had inappropriate shocks due to decrease of s-ICD amplitudes in the electrogram (egm) over time, and one had inappropriate shock due to intermittent morphology changes in the egm. After lead revision, no further inappropriate shocks occurred. Defibrillation threshold (dft) testing was performed after the lead revisions, and the induced ventricular tachycardia (vt) was successfully terminated. Smart pass was then continued for two of those patients, but was automatically stopped in the last due to low amplitudes in the egm. It was also noted that after lead revision, the time to shock therapy and shock impedance tended to be pro-longed or increased compared to those before lead revision. The s-ICD systems remain in service. No additional adverse patient effects were reported.